Manufacturer narrative:
E1: address- full name of the establishment- customer facility/hospital name: (B)(6). The device was returned, and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device displayed no image. There is no patient involvement on this reported event.

Event description:
It was reported, the subject device displayed no image. There is no patient involvement on this reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported issue was confirmed. In addition, the device evaluation found the main unit was flooded, the camera cable was flooded, and corrosion on free lock lever was noted. Based on the investigation results, the main unit and camera cable were flooded, which may have caused the internal ccd to malfunction. Therefore, it is presumed that normal communication was not possible, and the phenomenon of no images being displayed occurred . However , a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.